Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. In the photos it can be seen that the device shows the green tubing holder broken. Also, it was observed the back part of the device in which the product information was noted, this information was verified and it is correct. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the result of visual inspection, this complaint can be confirmed. No further information was provided, therefore the possible cause of this problem experienced by the customer can be attributed to procedural variables, such as handling of the device; the device may have been mishandled and consequently damaged, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the healthcare professional in colombia that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, an fms vue pump was used. According to the report, the device had damaged closures. During in-house engineering evaluation of the photos received from the customer, it was determined that the green tubing holder on the device was broken. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.